Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; a tinted liquid was noted inside the valve. The position of the cam when valve was received was 120mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842, with lot cvcb23, conformed to the specifications when released to stock on the 17th march 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient as a revised valve of the valve reported in (B)(4) on (B)(6) 2017 via vp-shunt (the initial setting is unknown). The initial valve implanted into patient, however, the surgeon decided to revise the valve due to suspect of obstruction by the floating substance something like body tissues in the reservoir on (B)(6) 2017. The surgeon checked the revised valve flow on (B)(6) 2017, and he found a floating substance in the valve again. The revision surgery was performed on (B)(6) 2017 with 82-3842 (the initial setting is unknown). The patient is (B)(6) male, and his (B)(6). The patient¿s original disease was intracerebral hemorrhage. His condition is getting better. The surgeon questioned that the patient¿s cerebrospinal fluid was not clean, so it seems that body tissue or something has obstructed the flow path (the same comment as previous obstructed valve). No further information was provided by the hospital.